Event description:
On april 8, 1994, while using a tube occluding plastic clamp in the dialysis unit, the tip snapped off. There was no distribution manager notified manufacturer of the problem on april 8, received complaints from other institutions, and was in the process of changing manufacturers. Manufacturer replaced all of the existing shelf and exchange cart stock. However, there was still stock left in patient rooms that was not removed. On april 13, 1994, a clamp broke at the tip during repair of a central line on a atient receiving chemotherapy with a central venous line allowing escape of blood. There was also a totential for contamination of air in theline, although no air entry occurred.the hospital has instituted an in-house recall of all tube occluding plastic clamps from this manufacturer.